Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and patient's concern with the product.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, deformation, wear abrasion. Observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.